Event description:
The following information was provided: it was reported that during a right mako tka 2.0 procedure, the patient's popliteal artery was nicked. The surgeon did extend the boundaries on cuts, but it is not known at what point during the procedure the artery was nicked. Issue was noticed when the surgeon was cleaning out posterior osteophytes. A femoral popliteal bypass was performed to address the issue. Surgery was completed successfully with a surgical delay of 1.5 to 2 hours. Rep confirmed that no further information will be released by the hospital or surgeon.